Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with vancomycin injection (1 gm, intraperitoneal, every 5th day repeat and ongoing), fortum injection (1 gm, intraperitoneal, once a day ongoing) and amikacin injection (125 mg, once a day, intraperitoneal ongoing) for the event. Dianeal therapy was discontinued. At the time of this report, the patient has recovered from the event and was discharged. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.